Manufacturer narrative:
Clinical assessment: a 56-year-old female with a past medical history of hypertension, type 2 diabetes mellitus, hyperlipidemia, and a left ventricular ejection fraction of twenty-seven percent underwent an elective spinal fusion procedure. One day later, she developed chest pain and a non-st-segment elevation myocardial infarction postoperatively. Left heart catheterization demonstrated multivessel coronary artery disease, including a chronic total occlusion of the right coronary artery, a 99% stenosis in the mid circumflex coronary artery, and a 90% stenosis in the mid left anterior descending coronary artery. She was referred to cardiovascular surgery for coronary artery bypass graft consultation. The patient had a hemoglobin level of seven g/dl following her recent surgery and, as a jehovah¿s witness, declined blood transfusion. She was turned down by cardiovascular surgery due to the inability to administer blood products. The patient was brought to the cardiac catheterization laboratory for high-risk percutaneous coronary intervention (hrpci) of the mid left anterior descending and circumflex arteries. During the percutaneous coronary intervention of the mid left anterior descending artery, the patient began to clinically deteriorate after stent placement and subsequently lost coronary flow. She experienced cardiac arrest and required multiple rounds of cardiopulmonary resuscitation. The clinical team elected to implant an impella cardiac power heart pump as a bailout strategy. The first impella cp device failed to generate adequate blood flow, and the team recommended placement of a new device. After implantation of a second impella cp device, blood flow remained limited. The patient continued to experience recurrent cardiac arrests following impella support. The device was noted to be malpositioned with persistent suction alarms. Abiomed staff advised that the device was not correctly positioned; however, the treating physician and shock team agreed not to reposition the pump due to the extremely poor clinical prognosis. Later that day, the decision was made to withdraw life-sustaining treatment due to the patient¿s grave prognosis. The patient subsequently died. While the pumps will be conservatively coded for the patient¿s complications, they are more likely due to the patient¿s underlying deteriorating clinical conditions. Engineering assessment: during impella cp support, there was inadequate positioning causing lack of flow in both pumps. Due to patient's hypovolemia and poor prognosis, the decision was made to not reposition the pump. Patient expired due to deteriorating condition after withdrawal of care.

Manufacturer narrative:
Additional information was received and noted the team tried repositioning. It did not resolve. The patient was a jehovah witness and could not receive blood products. The patient coded during a percutaneous coronary intervention prior to impella placement. It really was more of a volume problem. Device status: the impella device was not received from the customer; therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 56 year-old female with a past medical history of hypertension, type 2 diabetes mellitus, hyperlipidemia, and a left ventricular ejection fraction of twenty-seven percent underwent an elective spinal fusion procedure. One day later, she developed chest pain and a non-st-segment elevation myocardial infarction postoperatively. Left heart catheterization demonstrated multivessel coronary artery disease, including a chronic total occlusion of the right coronary artery, a 99% stenosis in the mid circumflex coronary artery, and a 90% stenosis in the mid left anterior descending coronary artery. She was referred to cardiovascular surgery for coronary artery bypass graft consultation. The patient had a hemoglobin level of seven g/dl following her recent surgery and, as a jehovah¿s witness, declined blood transfusion. She was turned down by cardiovascular surgery due to the inability to administer blood products. The patient was brought to the cardiac catheterization laboratory for high-risk percutaneous coronary intervention (hrpci) of the mid left anterior descending and circumflex arteries. During the percutaneous coronary intervention of the mid left anterior descending artery, the patient began to clinically deteriorate after stent placement and subsequently lost coronary flow. She experienced cardiac arrest and required multiple rounds of cardiopulmonary resuscitation. The clinical team elected to implant an impella cardiac power heart pump as a bailout strategy. The first impella cp device failed to generate adequate blood flow, and the team recommended placement of a new device. After implantation of a second impella cp device, blood flow remained limited. The patient continued to experience recurrent cardiac arrests following impella support. The device was noted to be malpositioned with persistent suction alarms. Abiomed staff advised that the device was not correctly positioned; however, the treating physician and shock team agreed not to reposition the pump due to the extremely poor clinical prognosis. Later that day, the decision was made to withdraw life-sustaining treatment due to the patient¿s grave prognosis. The patient subsequently died. While the pumps will be conservatively coded for the patient¿s complications, they are more likely due to the patient¿s underlying deteriorating clinical conditions.

Manufacturer narrative:
Section d4 serial number was corrected. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Cardiac arrest: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the root cause of the device in wrong position was not determined due to lack of sufficient clinical details and unreturned product for further investigation. Low or blocked pump flow: the root cause of the low or blocked pump flow was not determined due to lack of sufficient clinical details and inconclusive evidence from the data logs with unreturned product for further investigation.